Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose of 465 mg/dl. Customer stated that he gave himself a shot and his blood glucose dropped really fast afterward. Customer is very brittle and his current blood glucose is 114 mg/dl. Customer got an injection of steroids through an epidural and this is what caused the high blood glucose. Customer changed the infusion set 2 days ago. Customer had a low blood glucose 2 days ago of 100 mg/dl, but he declined to continue with troubleshooting. Customer believes the main issue is the sof-sensors.